Manufacturer narrative:
Stryker evaluated the device and verified the reported issue and is awaiting the parts to repair the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's led display is not turning on when device boots up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The cause of the reported issue with the display driver. The stryker field service representative replaced it to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's led display is not turning on when device boots up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.